Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Clavicular crush related lead damage was suspected to be the cause of the event, however, this was not confirmed when diagnostic imaging was performed. The lead was capped and replaced to resolve the event and the patient was in stable condition.